Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. Customer's reported problem of "system error 41622" was duplicated. The root cause is an inoperable motor. Recommend replacing motor to correct the reported problem. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump exhibited an error code. It is unknown if there was patient involvement, no adverse patient effects were reported.